Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. At the time of report, it is unknown if the device involved in the event will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube and on (B)(6) 2018 re-placement of jejunal (peg-j) tube. On (B)(6) 2019 it was reported that an infection started on the peg area on an unknown date. The peg-j was removed on (B)(6) 2019 because the infection did not recover and an unknown oral antibiotic treatment was started. The patient is under the control of the doctor.